Event description:
An angio-seal device was deployed in 2003. The following day, it was noted that the puncture site was inflamed and the pt's temperature had increased. A positive culture for acinetobacter bacteria was present the next day and 3 and 4 days later. 3 days later the culture was negative, as well as the transesophageal echo. The echo was performed due to the pt's history of aortic valve replacement and bypass surgery. The treatment prescribed/administered to treat the acinetobacter bacteria is unknown at this time, however, st. Jude medical is attempting to obtain add'l info.